Event description:
It was reported that during a pneumonectomy procedure, stapler was fired three times with a vascular load with no issues. When transecting the main stem bronchus with a green load the device would not advance the blade. Reverse button was used but would not open jaws. Manual override was used to open jaws. The staff pulled a tx60g to finish the case. There were no adverse consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Don't know were any unexpected noises heard? If so, when? Don't know.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one (B)(4) device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An (B)(4) with the one piece sled partially advanced was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.